Manufacturer narrative:
Although requested, the affected device has not been received. A follow up report will be submitted with investigation results should the device be received for evaluation.

Event description:
It was reported that device received channel error. No additional information was provided. There was no patient involvement.

Manufacturer narrative:
The affected device has been received and an evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
It was reported that device received channel error. No additional information was provided. There was no patient involvement.

Event description:
It was reported that device received channel error. No additional information was provided. There was no patient involvement.

Manufacturer narrative:
This device was evaluated and repaired through the service repair process. Upon visual inspection the service technician noted : couldn't duplicate customer stated problem. The error is caused by the fact that the syringe has 9.33 software and the pcu used has 9.19.1.2 software and they are not compatable.you need a pcu with 9.33 software to run this unit. The error 200.5040 ( in the log) occures when there is a software incompatibility. Calibrated unit. A review of the device history record showed the device had a manufacture date of (B)(6) 2019. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record in sap for (B)(6), was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. Based on the findings, service determined that the proximate cause of the reported issue was due to syringe has 9.33 software and the pcu used has 9.19.1.2 software and they are not compatable. A review of the complaint history record in trackwise and sap was performed for (B)(6), which did not confirm similar complaints with the same or related failure mode for this customer.